Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated when using a wand. Technical services (ts) discussed troubleshooting options and referred them to a field representative for further examination. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated when using a wand. Technical services (ts) discussed troubleshooting options and referred them to a field representative for further examination. This ICD remains in service. No adverse patient effects were reported. Additional information from the field indicates the device was able to be interrogated successfully with a different programmer and no issues were found. This ICD remains in service. No adverse patient effects were reported.